Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient, the device failed to discharge. The clinician indicated that after many attempts the device delivered 8 shocks successfully. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.